Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked connector. The insulin pump had missing segments due to an open display zebra connector. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and a detached end cap noted during the visual inspection.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act button on the insulin pump is not responding. Customer stated that she has to press it multiple times for it to work. Customer does not recall any significant events leading to the keypad issue. Blood glucose value is 215 mg/dl. Nothing further reported.